Manufacturer narrative:
The ckmbl creatine kinase-mb used was lot 548208 and had an expiration date of (B)(6)-2022. The qc and calibration met the acceptance criteria on (B)(6)-2021. There was no indication of a reagent performance issue. The complained sample was sent for investigation and remeasured similarly to the customer's initial findings. The investigation received a high value on an e601 and a low value on an abbot. Further investigation found an abnormal reaction course of the sample curve; this is consistent with interference due to gammopathy or a number of drugs. The investigation requested the patient's medical history, but it was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of discrepant ckmbl creatine kinase-mb (ck-mb) results for one patient tested with a cobas 4000 c311 stand-alone system. The patient¿s initial result was 27.8 u/l and the repeat result on (B)(6) 2021 was 20.3 u/l. The patient¿s sample was cross-checked on other analyzers and received ck-mb mass results of 0.6 ng/ml on an unknown competitor¿s platform, <0.3 ng/ml on a cobas 6000 e 601 module which was accompanied by a data flag, and 0.2 ng/ml on an abbott. The questionable result was not reported outside of the laboratory. The reagent lot number of 548208 with an unknown expiration date was used.